Event description:
(B)(6) 2021 the clip was found not to close then reopened another same device,still could not be closed.the third replacement was successful.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot# 73d1900092 was manufactured on 04/02/2019 a total of (B)(4) pieces. Lot was released on 04/15/2019. DHR investigation did not show issues related to complaint. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021 the clip was found not to close then reopened another same device,still could not be closed. The third replacement was successful.